Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low r-wave amplitude was observed. Patient was asymptomatic. During lead re-positioning procedure, it was difficult to insert the guidewire to the tip of the lead. Physician believes that the lead was damaged while attempting to advance the guidewire. Physician removed the lead and noticed that the lead was kinked at the beginning of proximal rv coil. Lead was replaced. There were no adverse consequences to the patient.